Manufacturer narrative:
(B)(4)

Event description:
It was reported during a pacemaker preparation, the patient became asystole after the pocket was cut with an electronic knife and the pacemaker was placed in the body. The patient is pacemaker dependent. The pacemaker did not pace true intrinsic signals. The pacemaker can stabilize itself after some time. Product replacement will be completed. The patient condition was stable before and after the procedure.